Manufacturer narrative:
A complete lead was returned in one piece with the helix extended and clogged with blood/tissue. The reported event of failure to capture was not confirmed. Visual and x-ray examinations of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. The measured helix extension length was within specification.

Event description:
It was reported that loss of capture was noted on the right atrial (ra) lead on remote monitoring. X-ray was performed and confirmed ra lead dislodgement. The ra lead was explanted and was replaced with a new lead. The patient's condition was stable.